Event description:
It was reported that the patient's implantable neurostimulator (ins) turned off on its own two times, the first instance occurred in december 2011 and the second instance occurred in (B)(6) 2012. The patient did not have a patient programmer with which to control the device. Additional information was requested but was not available at the time of this report.

Event description:
Follow up information reported that the patient had no concerns regarding their therapy/device and received assistance from their he althcare professional and manufacturer's representative. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Continued from concomitant medical products: lead model: 3387-40 lot#: j0519702v implanted: (B)(6) 2005 explanted: na; extension model: 748266 serial#: (B)(4) implanted: (B)(6) 2005 explanted: na; right ins system: neurostimulator model: 7426 serial#: (B)(4) implanted: (B)(6) 2010 explanted: na; lead model: 3387-40 lot#: j0519702v implanted: (B)(6) 2005 explanted: na; extension model: 748251 serial#: (B)(4) implanted: (B)(6) 2005 explanted: na.